Event description:
Leica microsystems rec'd a complaint regarding sub-optimal tissue processing of 60 cassettes, which subsequently required re-processing. Investigation of this complaint by leica microsystems is continuing.